Manufacturer narrative:
The reported icy catheter (s/n: (B)(4)) was returned on 1/29/2016 for investigation. Visual evaluation of the returned catheter was performed. The unit was received with traces of blood on the shaft and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. All infusion ports flushed successfully with no issues observed. DHR review for balloon bonding lot no (B)(4) found no nonconformities with the lot. Functional testing was performed. The catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized from the inflow luer side. The catheter was pressurized up to 100 psi and held briefly before the pressure gradually dropped and leaks were observed around the proximal end of the medial balloon. Evaluation of the returned icy catheter confirmed the customer reported leak issue. A leak was observed at the proximal bond of the medial balloon. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. During manufacturing, all icy catheters are 100% inspected for leaks (pressure testing per mpi02-032). Only units that passed are moved to the next process. Note, the icy catheter instruction for use recommends to "disconnect start-up kit from the catheter. Uncap or leave uncapped the inflow and outflow lumens of the cooling circuit (cooling circuit only). This will allow residual saline within the circuit to be expressed. As catheter is withdrawn, the balloons are compressed. Saline within the balloons must be free to pass out of the balloon or the balloon will not deflate making the catheter difficult to remove. Please note: metabolic acidosis was diagnosed in the post cardiac arrest patient who was on ivtm treatment. Rupture of the balloon was detected, which caused a leak of 500 ml of normal saline into the patient's vasculature. Customer suspected that leak of normal saline into the patient's vasculature could cause metabolic acidosis. Catheter was in the vasculature for ~1 day. The maximum amount of saline that was infused into the patient vasculature could be 500 ml (per design of the device). 500 ml of normal saline (that were infused overnight) seems to be an acceptable infusion bolus rate in emergency department for rapid intravenous rehydration, and commonly would not cause serious metabolic acidosis. It is reported that acidosis can be cause by infusion of large volumes of saline. Large amounts of normal saline cause a hyperchloremic (non-gap) metabolic acidosis could be due to a rise in chloride relative to sodium, which results in greater amounts of hcl and thus, acidosis. Large amounts were reported such as 100 ml/kg 0.9% saline over 30 min; 70 ml/kg of saline over 120 min, 40 ml/kg of isotonic saline over 4 hours, which was not a case in this patient. It was not reported if the patient was tested for metabolic acidosis before the start of the ivtm treatment as post cardiac arrest clinical condition could be a cause for development of metabolic acidosis. However, infusion of 500 ml of normal saline could possibly contribute to a development of metabolic acidosis in even a predisposed patient.

Event description:
On 01/19/2016 it was reported that during patient therapy, the hospital staff noticed that the saline bag had emptied during the night. There were no leaks observed under the device, patient bed or around the start-up kit. An icy catheter (lot # 56812) was being used at the time of this event. The dwell time of the catheter was approximately one day. Once the leak was detected the therapy was discontinued. There were no error message or alarms noticed during therapy. At the time of the event was reported, there was no patient sequelae. On may 26, 2016, zoll received information which reported that when the leak was detected there was a large amount (exact amount was not provided) of saline solution went into the patient's circulation, resulting in metabolic acidosis that required intravenous administration of alkaline solutions. The catheter was immediately extracted and a balloon rupture was found. Please note, in january 2016 catheter leaks were not considered reportable per zoll sop.